Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's spouse reported the patient stopped charging the ipg 3 to 4 months ago and stopped receiving stimulation about 2 months ago. In turn, the patient's charger and programmer are not communicating with the ipg. An sjm representative will meet with the patient at a later date to confirm if the ipg is inoperable.